Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver does not boot up and charge. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The receiver battery was swapped out with a known good receiver battery and still did not boot up and charge. Functional test was unable to be performed due to the receiver being opened. A review of the downloaded log confirmed the reported event of the receiver not turning on after it had stopped working. The root cause was determined to be a bad receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the receiver was not turning on after it had stopped working. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.